Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: stem subsidence during implantation. Review of event description: a wagner sl revision (ref: 01.00101.917 lot: 2858999) has been received. It has been reported that durig a revision surgery the surgeon reamed up to the size 17, which he felt the size was adequate, he then put the trial stem in the femoral canal. After going through a trial range of motion, he decided that size 17 was a good fit and had the component opened. Upon the component being placed in the femur, the surgeon noticed that the impant had countersunk quite significantly, approximally 1 inch (25.4mm). This was unacceptable and also a concern considering the trial sat exactly where he wanted it to. The stem was then taken out and proceeded to move to the next size up. The surgeon insists a deficiency in the size 17 stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. The missing device information has been requested but was not available. Devices analysis: visual examination: the wagner sl revision (ref: 01.00101.917 lot: 2858999) shows some normal signs of usage in the impaction area and a little mark on the calcar area. Further no considerable deteriorations, deformations or imperfections can be seen. Measurements: to ensure the stem has correct dimensions, relevant characteristic according to the inspection plan were measured with a caliper. Characteristic no. 25 feature "diameter 14.0 +0.3/-0.0" -specification: max. 14.3mm; min. 14.0mm -measured value: 14.03mm -conclusion: the inner diameter is in specification characteristic no. 28 feature "diameter 17.0 +0.2/-0.1" -specification: max. 17.2mm; min. 16.9mm -measured value: 17.05mm -conclusion: the outer diameter is in specification characteristic no. 31 feature "diameter 13.37 +0.2/-0.1" -specification: max. 13.57mm; min. 13.27mm -measured value: 13.48mm -conclusion: the outer diameter is in specification characteristic no. 32 feature "diameter 10.37 +0.3/-0.0" -specification: max. 10.67mm; min. 10.37mm -measured value: 10.58mm -conclusion: the inner diameter is in specification further, the DHR indicates that all components met all specifications. Review of product documentation: - compatibility: no compatibility check can be performed as only one product has been reported. - inspection plan: - characteristic no. 25 feature "diameter 14.0 +0.3/-0.0" with scope of testing aql 1.0. Means of inspection: cmm. - characteristic no. 28 feature "diameter 17.0 +0.2/-0.1" with scope of testing aql 1.0. Means of inspection: cmm. - characteristic no. 31 feature "diameter 13.37 +0.2/-0.1" with scope of testing aql 1.0. Means of inspection: cmm. - characteristic no. 32 feature "diameter 10.37 +0.3/-0.0" with scope of testing aql 1.0. Means of inspection: cmm. Root cause analysis: root cause determination using dfmea: - wrong combination of implant and instruments due to lms marking is not readable under or lighting, marking parameters are not sufficient enough => possible. The user states he applied a trial of correct size 17 and the used wagner sl revision stem is correctly labeled, containing the right information (dimension 17/190). However, it could still be that the provisional prosthesis parameters were not well readable so a wrong size was chosen. As the trial stem has not been received this cannot be further investigated. - migration of stem short and long term, splitting of femur, improper initial setting of the impant due to awl design doesn't correspond to the stem design (functionality) => not possible: as the funtional relationship analysis confirms the awl's design corresponds to the stem design. The awl is designed based on the stem. In addition the trial stem had had a proper fit in the femur this indicates the awl¿s dimensions did correspond to the trial¿s and the stem¿s design. - malfunctioning of the device due to wrong handling of device due to wrong information => possible: as no surgical reports were provided. Conclusion summary: based on the returned product and the given information the complaint could not be confirmed. The visual examination and the measurment of the received stem did not confirm that the relevant dimensions of the stem are out of conformance. A wrong size of the stem could not be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. As stated in the functional relationship analysis, the nominal cross-section dimensions are the same for the modular trial stem and the implant. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during a revision surgery on (B)(6) 2017, the surgeon planned to implant a wagner sl revision hip stem, uncemented, 17/190, taper 12/14. The surgeon reamed up to a size 17, put the trial in, and decided that size 17 was a good fit. Once the implant component was placed in the femur, the surgeon noticed that the implant had countersunk quite significantly (approximately 1 inch), representing a concern considering the trial sat exactly where he wanted it to. It was reported that the stem was taken out and the next size up was used to complete the surgery. A surgery delay of one hour has been reported.